Manufacturer narrative:
Manufacturer completed the entire form. The suspect device was returned for evaluation. Review of the event history log confirmed a check clutch alarm; however, testing was unable to duplicate the reported alarm condition. The device was working as intended. A carriage washer was found loose. As a preventative measure, the washer was tightened. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.